Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 38 x 3.00 promus premier drug-eluting stent (des) was deployed. Five days after discharge, the patient was readmitted with chest pain. Angiography revealed stent thrombosis at the site of the previously implanted promus premier stent. A drug-eluting stent was successfully deployed in the proximal lad to cover the thrombosis. There were no further patient complications, and the patient was fully recovered post procedure.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 38 x 3.00 promus premier drug-eluting stent (des) was deployed. Five days after discharge, the patient was readmitted with chest pain. Angiography revealed stent thrombosis at the site of the previously implanted promus premier stent. A drug-eluting stent was successfully deployed in the proximal lad to cover the thrombosis. There were no further patient complications, and the patient was fully recovered post procedure. It was further reported that the target lesion was 90% stenosed, non-tortuous and non-calcified. Antiplatelets, including aspirin 5 mg od, ticagrelor 90 mg bd, and rosuvastatin, were given before the procedure, continued after the 6-hour loading dose, and maintained until discharge.